Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.